Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low glucose event detected as ¿low¿ on dexcom g7 followed by hyperglycemia after pausing insulin on the ilet prior to dinner, and the user had not been making meal announcements; education was provided that the algorithm requires meal announcements for appropriate insulin dosing and the user received a link for additional training. Symptoms included hypoglycemia requiring carbohydrate intake and subsequent hyperglycemia without loss of consciousness or other acute complications. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included user interview and troubleshooting with education on proper system use and referral for additional training with a trainer to review settings and operation. Investigation of this case revealed user-related use error related to pausing insulin and not providing meal announcements, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear with a strong contribution from use error due to inadequate meal announcements and insulin suspension. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.